Event description:
It was reported, the patient was dissatisfied with their healthcare professional (hcp) because they made "multiple mistakes" with her care including giving her "500 times a human dose" of medication. Additional information received reported, the pump was used to deliver morphine. Additional information reported, the patient had difficulty locating a qualified healthcare professional (hcp) to work with her pump and has had some "awful" accidents in which the hcp did not calculate correctly and instead of programming to 3%, programmed to 300%.

Manufacturer narrative:
Product ID 8578, lot# n084301, implanted: 2007 (B)(6); product type accessory product ID 8709, serial# (B)(4), implanted: 2001 (B)(6); product type catheter product ID 8840, serial# unknown; product type programmer, physician. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the patient had 12 programming and medication errors between 2003 and 2011. The patient was ¿on deaths door many times due to medication errors.¿ the patient said that she had dilaudid and bupivacaine in the pump and ¿other synthetic drugs¿, but did not know the dose and concentration of the medication in the pump when she had the 12 programming errors and medication errors.